Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed multiple pump reboots, battery alarms, voltage drops and short battery life. During investigation, the pump powered on intermittently with the returned battery cap. The battery cap was observed to have damaged threads and was not able to fully tighten to the pump. Battery compartment cracks were observed in the thread area and below the grip pad. There was evidence of moisture contamination found inside the battery compartment. A leak test showed a leak at the battery compartment crack. During testing, the pump current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was visible inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump battery life was shorter than expected by the user. In addition, it was noted that the battery compartment was cracked and there was visible moisture inside the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.